Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The device was reinterrogated and data was read successfully. On (B)(6) 2014 the device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.